Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, and thus, there was no adverse impact. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to contact technical support if the issue happens again and acknowledged the instructions.